Event description:
No osseointegration, no thread tap used, primary stability was achieved, implant was completely covered by bone, bone resorption, infection, pain, fistula, inflammation, mobility. Implant was at this time in the healing phase. X-ray shows subgingival significant peri-implant bone loss.